Event description:
On (B)(6) 2010, this pt was treated for an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. It was reported, the pt's proximal neck angle was 85 degrees, and the proximal neck measured 17.5mm. Final angiography demonstrated a proximal type I endoleak. However, the endoleak was left as the physician felt the endoleak would clot off at a later time. The pt tolerated the procedure. On (B)(6) 2010, a follow-up CT was performed, showing persistence of the proximal type I endoleak with no aneurysm enlargement. The physician chose to intervene the same day, implanting an add'l device for proximal extension. An add'l iliac extender component was also implanted for distal extension to prevent any distal endoleaks. Final angiography showed a possible type I or type ii endoleak. The pt tolerated the procedure. On (B)(6) 2010, a follow-up ultrasound showed no evidence of endoleak. The physician will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in patients with greater than 60 degrees angulation of the proximal aortic neck. Furthermore, the IFU states, the pxt231414 is intended for use in aortic diameters of 19 to 21mm. As this device was implanted in an aorta with a proximal neck angle of 85 degrees and in an aortic neck with a diameter of 17.5 mm, this device was used outside of IFU.